Manufacturer narrative:
The product involved in the report has been returned and is being processed for evaluation. A review of the device history record is in-progress. All information reasonably known as of 23 jun 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).

Event description:
It was reported that the nurse detected an air leak from around rotary manifold while replacing the suction catheter. The catheter was replaced immediately for another one and there was no health injury on patient. No further information has been provided at this time.

Manufacturer narrative:
One used sample was received for evaluation. The double swivel elbow was examined. There was no visible damage to the manifold, male insert, or female insert. A leak test was performed, and a leak was found on the female swivel. With re-positioning, the leak stopped. It was determined that the leak was dependent on the rotation and position of the female swivel. The manufacturing process was reviewed and a potential manufacturing root cause was identified. The device history record for m6014t811 was reviewed and the product was produced according to product specifications. All information reasonably known as of 17 aug 2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).